Event description:
It was reported that during a da vinci surgical procedure, it was noted that the monopolar curved scissors instrument was dull and the bipolar connection wire was bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments banana plug was bent towards the side. Failure analysis investigation also found the instruments blade failed a cut test. The instrument was placed on the is3000 system for a latex cut test. The scissors did not cleanly cut through the (B)(4) latex and got snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting the cut performance. The instruments main tube had deep scratched and gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .035 - .112 in length and not aligned with the tube axis. The deep scratch and gouge damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states:general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.